Event description:
It was reported that the user experienced a ¿dosing stops soon¿ alert on the ilet bionic pancreas while the freestyle libre app displayed glucose values, and the user had inadvertently started and used an incompatible freestyle libre 2 sensor instead of a freestyle libre 3+ sensor with the ilet mobile app. No clinical signs, symptoms, or conditions were reported. Outcomes included discontinuation of automated insulin dosing and transition to backup therapy per healthcare provider instruction. User support included customer interview, review of app pairing and sensor compatibility, and troubleshooting and education regarding correct sensor type and start-up workflow. Investigation of this case revealed use of an incompatible sensor and incorrect app pairing, resulting in the ilet not receiving glucose data and generating a dosing warning, with device performance limited by use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incompatible sensor selection and setup.